Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported cardiac tamponade could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturing ref: 3008452825-2019-00271, 3005334138-2019-00303. During a premature ventricular contraction procedure, a cardiac tamponade occurred. While ablating along the right ventricular outflow tract at 40 watts in temperature control mode, a steam pop occurred. Ablation was stopped and the patient was monitored. The procedure was able to be completed successfully. The patient was transferred in stable condition for monitoring and became hypotensive. An echocardiogram was performed and revealed a cardiac tamponade. A pericardiocentesis was performed to stabilize the patient. There were no performance issues with any abbott device.